Event description:
Patient was unable to turn their meter on, and discovered there were green corrosion in battery compartment. Patient was not able to test on their meter, so pt went to the clinic to have their bg test taken. Patient was feeling dizzy. Patient was tested on hospital meter (name unknown) and their bg was 45mg/dl. Patient took their meds for diabetes. No further information has been reported.